Event description:
The customer would like the run data file investigated to determine a possible cause for theelevated white blood cell (wbc) content in the platelet product.there was not a transfusion recipient or patient involved at the time of the residual whiteblood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit # (B)(4) the disposable kit is not available for return because it was discarded by the customer.this report is being filed due to a device malfunction, that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and evaluation. The device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: a root cause could not be definitively determined. Signals in the run data file do not indicate a conclusive cause for the greater-than- expected wbc content in the platelet product for this collection.